Event description:
Customer stated, she rec'd a meter reading of 161mg/dl on her freestyle blood glucose meter and was feeling "shaky and lightheaded." Her neighbor took her to a local hosp where, she reports being diagnosed with severe hypoglycemia. It is unknown what treatment was rendered at the hosp to ameliorate her symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product was rec'd and testing could not duplicate customer's complaint. All results were within range specification and no new error were observed during control solution testing. Due to the nature of the medical event, a report is being filed.